Manufacturer narrative:
(B)(4). Batch number ==> p55k3v. Investigation summary ==> the analysis found that the ec60a device was received with the join cover damaged and with an ecr60g cartridge reload loaded on the device. The cartridge was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The device was returned to manufacturer for trocar removal. The trocar was dried and stuck to the joint cover area of the device. Damage to the joint cover was observed, but since the trocar had dried fluids sticking it to that area, it is unknown if the damage was caused by removing the trocar or if the damage was present prior. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after firing the above named endoscopic stapler the surgeon tried to remove the stapler from the 10/12 mm sleeve of the trocar port. He eventually had to remove the stapler and sleeve together. As a result we had to open a disposable 10/12 mm trocar to continue the operation. It looked like the sleeve was catching on a piece of black material covering the joint on the stapler causing the black material to bunch up. The sleeve of the reusable trocar is currently still attached to the stapler.